Event description:
Baxter service center reports leak in cassette of homechoice set used for apd therapy. Leak was identified by service center when the moisture was noted in pneumatic area of returned homechoice device. No patient injury was reported at time of device return.